Manufacturer narrative:
Balt USA reference #(B)(4).the returned device was inspected in our quality laboratory. During our analysis: we noted that the reported implant was returned already detached from its delivery pusher; we observed the implant to be returned stretched and knotted; we observed approximately 11.3cm of the coil to be left unstretched; we observed the coil to be crushed approximately 9.8cm proximal from the implant's distal end; we observed the sr thread to be sticking out the coil and opaque in color; we observed the proximal end of the implant to be damaged and broken. Root cause of the reported issue endured by the coil system cannot be definitively determined. Upon return of the device, the coil was observed to be severely stretched and knotted, leaving only a few centimeters in length unstretched. Moreover, the implant was returned already detached from its delivery pusher. Despite implant damage, no observable damage was seen at the detachment zone, with the lead wires and solder joints intact. Moreover, the detachment zone indicated that a detachment cycle was not attempted. It is unknown when exactly the implant coils became damaged, or if the implant coils were damaged prior to advancement. Attempts made to advance the coil system while the implant is damaged can cause further damage to the implant. If the implant was damaged prior to insertion, this could have contributed to possible friction in the microcatheter, and potentially leading to the reported premature separation within the microcatheter. It is unknown if the microcatheter had endured any ovalization due to bends in the anatomy or if the microcatheter became kinked, both of which could have caused friction for the coil during advancement. Moreover, the reported "push and pull manipulations" could have possibly contributed to the reported premature detachment. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210900969 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "that coil was used as the second one, after an optima 0509csf. During deployment after push and pull manipulations, that one detached spontaneously inside mc. The coil has been retrieved with preset stent retriever. During this manipulations, the first coil was also partially retrieved outside the aneurysm, so additional manipulations with stent retriever has been performed to retrieve the first coil also. The treatment has been restart at that time from beginning. "